Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter, UDI# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving unknown medication at unknown concentration and dosage via an implantable infusion pump for the treatment of non-malignant pain. It was reported that the patient's pump ran empty. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. The issue was not resolved and patient status was alive with no injury. No further complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a device manufacturer representative. The pump ran empty due to missing refill appointments. The patient no longer has a pain doctor and pump is still implanted.